Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a sensor failure. The patient experienced diabetic ketoacidosis (dka). The dexcom g7 sensor was at sensor failure at the time, they took a bg reading which was 419 mg/dl. The patient was very ill, experienced lethargy, nausea, blurred vision, and vomiting. The parent took the patient to the hospital. At the emergency room, the patient was treated with IV medication, anti-nausea medication and insulin for 24 hours. After a 24-hour hospital stay, she was discharged on (B)(6) 2024. At the time of the report the patient was good. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the dexcom g7 sensor was at sensor failure at the time, they took a bg reading which was 419 mg/dl." H2: correction.

Event description:
The dexcom g6 sensor was at sensor failure at the time, they took a bg reading which was 419 mg/dl.